Manufacturer narrative:
Complaint internal complaint: cc#(B)(4).

Event description:
Additional information: on (B)(6) 2015, it was reported that the patient received antibiotics and no other intervention was required. The patient was discharged home after the procedure. A hysterectomy, dilatatin, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation (exact procedure date unknown) the physician perforated the patient's uterus. It is unknown if intervention was required. The ablation procedure was aborted. We have been unable to obtain additional information surrounding this event. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.